Event description:
It was reported by the urologist at (B)(6) medical center that "in the patient who was implanted with ams800 [artificial urinary sphincter (aus)] at (B)(6) center hospital east about a year ago, the ams800 system was deactivated, due to insertion of endoscope and balloon catheter in relation to treatment related to bladder tumor. The physician tried to start it, but it might not be working. Therefore, mr/ms. Morita, who was the in charge of the device, visited on the same day, and tried to manipulate to start device operation through the physician while explaining, but the system was not released/started up. At this stage, the patient will be sent to (B)(6) center which was the implantation facility, and request action to the physician who performed implantation (dr. (B)(6)). It was further reported that they tried to reactivate the device on (B)(6) 2019. No further information has been received from the customer.